Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that discoloration was noted on the power cable assembly of the 2008t machine. The biomed confirmed that there was no observed burning smell, smoke, spark, flame, arcing, or other noted thermal decomposition within the 2008t machine to any other parts. The reported issue was noted during machine repair. The machine was initially pulled from service and evaluated for failing to power on. The biomed stated that one of the 6.3 amp fuses burned out on the power control board and was replaced. The power switch and bridge rectifier were also replaced during troubleshooting. The biomed confirmed that the power cord assembly was replaced to address the observed discoloration. The biomed confirmed that replacing the power control board resolved the initially reported power issue. The machine was returned to service following repair. No parts were returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that discoloration was noted on the power cable assembly of the 2008t machine. The biomed confirmed that there was no observed burning smell, smoke, spark, flame, arcing, or other noted thermal decomposition within the 2008t machine to any other parts. The reported issue was noted during machine repair. The machine was initially pulled from service and evaluated for failing to power on. The biomed stated that one of the 6.3 amp fuses burned out on the power control board and was replaced. The power switch and bridge rectifier were also replaced during troubleshooting. The biomed confirmed that the power cord assembly was replaced to address the observed discoloration. The biomed confirmed that replacing the power control board resolved the initially reported power issue. The machine was returned to service following repair. No parts were returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.